Manufacturer narrative:
The investigation, including root cause determination is in progress. Event problem codes provided by the manufacturer. This report mailed in to FDA on: 07/13/2007.

Event description:
Site reported undercorrections. Upon review of data provided by the physician, it was determined that this pt exhibited a -.25 diopter undercorrection and a 1 line loss of bcva at 1 week post-op in the right eye, this report is for the right eye. The left eye will be reported under manufacturer report # 1061857-2007-00354. Additional information has been requested.